Manufacturer narrative:
A ge service rep performed an on-site investigation. No conclusion can be drawn as further repair information is unavailable. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a high ma error message during a pt procedure. There is no report of pt injury.